Event description:
A tandem mobi cartridge alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value marked as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the alarm was triggered due to exposure to magsafe magnets, educated the caller on this issue, and guided them on storage mode and return procedures. The customer was sent a replacement pump. Customer reverted to an alternative method of insulin therapy.